Event description:
Skin irritation causing itching and redness was reported. Symptoms began 1 hour into usage. The affected area was located on the application site and was the size of the pod. Patient visited physician and was prescribed a cream called clobetasol propionate and was directed to apply when the pod is removed and as needed based on burning/itching sensation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation leading to a prescription. No lot release records were reviewed, as the product lot number was not provided.